Manufacturer narrative:
Product analysis: unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-op diagnosis: rare congenital disorder involving spine, but not limited to spine. Patient has scoliosis, 6 lumbar vertebrae and a hemivertebrae procedure: scoliosis procedure from t9-s1 it was reported that during procedure, set screws stripped while inserting and locking down the rod. No patient complications were r eported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.